Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain to insertion site. The ipp was explanted and replaced with tactra. No further patient complications were reported.